Event description:
Technician found brakes don't hold.

Manufacturer narrative:
Technician replaced 4 brakes casters to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.